Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. Eua#(B)(4). The following has been provided by the initial reporter: it was reported that the customer is concerned if the app results are accurate. Customer helped someone in their family take the test and it showed negative but has 2 lines on the test stick. They are concerned because this person was exposed to covid. They think the app results are incorrect and want to know how to visually read the test.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Change in reportability. This complaint is no longer reportable. This MFR. Report # 1119779-2022-00048 is void.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. Eua# (B)(4) the following has been provided by the initial reporter: it was reported that the customer is concerned if the app results are accurate. Customer helped someone in their family take the test and it showed negative but has 2 lines on the test stick. They are concerned because this person was exposed to covid. They think the app results are incorrect and want to know how to visually read the test.